Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperable malfunction occurred when the device was powered on. There was no harm or injury reported. No medical interventions were required. The customer attached a pc with hyper-terminal capability and was able to pull error code 122e from the log. Philips remote service (prs) informed the customer that for error 122e, the manufacturer's recommendation is to: outlet difference error: excessive discrepancy between outlet and backup outlet pressure sensor readings. 1.replace pc board. 2.replace air flow module (afm). 3.replace pss. Prs informed the customer that parts are no longer available for order and no parts number available. Provided customer end of life letter for bipap vision. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.